Manufacturer narrative:
Please note that conclusion code and result code no longer apply to this report. Device evaluation: analysis of the implantable neurostimulator (ins) found the device was received with ¿no telemetry and no output from any electrode pair.¿ telemetry was restored from an overdischarged state after a full pmr was performed. It was noted the ins had reduced capacity due to overdischarge.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient had experienced difficulty recharging and was not able to charge their device. The patient's difficulty resulted in the overdischarge of their implantable neurostimulator (ins). The ins was subsequently given a physician mode reset (pmr). It was stated the patient experienced "poor connectivity and could not charge beyond 75%." It was reportedly possible to interrogate the ins with a physician programmer and patient programmer and it was "possible to charge, but very difficult." In order to recharge, the hcp "had to press on the patient very hard to get any bars on the recharger." Second recharger was used, but the issue remained the same. The hcp "believed there to be a fault with the ins." The ins "didn't seem to be tilted" and though there was no known x-ray performed, the patient's hcp "did not believe it to have flipped." It was noted the ins was implanted "only at a depth of around 1-1.5 cm" and that this was noted to be "superficial, so as to discount implant depth as a potential issue." Both the patient's programming and impedances were "fine." The issue remained unresolved at the time of report. It was indicated that while surgical intervention had not occurred, surgical intervention was planned, but not yet scheduled. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.